Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported high out of range pacing impedance measurements. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead exhibited high out of range pacing impedance measurements that triggered the lead safety switch and changed the polarity to unipolar. An 800 ohm spike in impedance was noted. Noise was seen in unipolar configuration. Should additional information become available this file will be updated.